Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for investigation. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil into a small aneurysm, the microcatheter slipped into the parent artery. The microcatheter was tracked over the coil to re-access the aneurysm. While trying to advance the last loop in the aneurysm, the coil detached in the microcatheter. The coil was pushed into the aneurysm with 50/50 contrast/saline using a 3ml syringe. There was no reported patient injury.